Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the events of dyspnea with edematous extremities and ccpd therapy on the liberty select cycler using the liberty set. The cause of the patient¿s symptoms cannot be determined at the time of this clinical investigation and remains multifactorial. The medical professional could not confirm if the patient¿s symptoms were attributed to or correlated with any specific event. Additionally, there was no official diagnosis from a medical doctor documented. It is within reason the patient¿s comorbidities, particularly congestive heart failure, may have contributed to the patient¿s symptoms of dyspnea and edematous extremities. Because the patient¿s symptoms were alleviated by a manual drain and a diuretic, it can also be assumed drain complications over the course of a week played a role in this event, yet the cause of the drain complications are unknown and there is no evidence from the reporting parties this event involved a deficiency or malfunction of the liberty select cycler or liberty set. This is further evidenced by the patient¿s continued use of the same liberty select cycler with no further report adverse events. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with an air detected in cassette alarm. During the call, the contact stated the patient had a colonoscopy. The patient¿s peritoneal dialysis nurse (pdrn) indicated that the patient had edema and shortness of breath in the outpatient clinic. There was no specific allegation this adverse event was due to any malfunction or deficiency of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was found the patient presented to the outpatient clinic on (B)(6) 2020 with dyspnea and edematous extremities. The patient had been experiencing 'm31 - air detected in cassette' messages on the liberty select cycler with drain complications during ccpd therapy on the liberty cycler for approximately one week prior to this event. Additionally, it was stated the patient was anxious prior to a scheduled colonoscopy and possibly was constipated as a result yet could not be confirmed. The patient was manually drained in the outpatient clinic where 1000ml of peritoneal effluent fluid was drained which alleviated the patient¿s symptoms of dyspnea. The patient was given a one-time dose of oral metolazone as a diuretic (dosage unknown), which further alleviated the patient¿s dyspnea and edematous extremities. The patient was not hospitalized for these events and no pd treatments were missed as a result. The patient¿s pdrn attributed these symptoms to the possibility of constipation or the patient¿s comorbidities and not due to a deficiency or malfunction of the liberty select cycler with the liberty set. These findings could not be confirmed as there was no medical doctor¿s diagnosis. The patient was able to undergo a scheduled colonoscopy on (B)(6) 2020 without reported incident and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.